Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.5 cm to 6.7 cm from the connector pin, exposing the outer coil, due to friction with device can.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the physician suspected that the atrial lead had sustained clavicular crush. The lead was explanted.